Manufacturer narrative:
Siemens field service engineer (fse) went to events log and there were d70 (optics) error 2 on (B)(6) 2016 from midnight through 8am thus no coox results were found. Moreover fse found that on (B)(6) 2016 at 8:49am, there was parameter restored. Fse informed customer that someone pressed the thb (yellow icon) and restored the parameter. Fse went to setup secured options; system access and it was on restricted. Fse also informed customer that a person with a password went in and restored the parameter and advised her to re-train her operators to not restore results but to call into siemens technical support center. Fse instructed customer that they should calibrate and run all aqc before running the patient samples. The event has occurred due to an operator error. Instrument is performing as intended.

Event description:
Customer reported that they restored failed parameter and ran 7 patients samples. There was no report of injury due to this event.